Event description:
This involves a (B)(6) year old female with a history of non-hodgkins lymphoma that resulted from monsanto's round up. She did undergo several rounds of chemotherapy and a single round of radiation treatments. She did suffer side effects from the radiation therapy, where a portion of her large intestine and colon were damaged and not viable. This caused 3 intestinal obstructions requiring hospitalization each time. Finally, a surgery was performed where ethicon surgical staples via a tlc75 blue stapling device that is produced by ethicon (johnson & johnson) and is known generally as a proximate linear cutter. After having the titanium staples used to anastomose the large intestine/colon, the patient has suffered side effects. Specifically: post surgical spinal scoliosis diagnosis - noted to be in the exact region that the staples have been resident for the past 10 years. Prior to this, she had no spinal issues; chronic waxing and waning anemia; debilitating, uncontrollable explosive intestinal accidents - which come out without waning and last for several days at the time causing her to be bed ridden. These are attributed directly with the titanium alloy staples, referred to the manufacturer as being composed of "ti3al2.5v titanium alloy wire" which is specifically composed of the following materials: (element/compound, percent), nitrogen 0.02; carbon 0.05; hydrogen 0.0125; iron 0.25; oxygen 0.12; aluminum 2.5-3.5; vanadium 2.0-3.0; titanium remainder.